Event description:
It was reported that the patient had to visit the emergency room (ER) due to high blood glucose levels of (22 mmol/l / 396 mg/dl). The patient changed the pod prior to presenting to the ER. Upon removal, the cannula was found to be bent, resulting in insulin leakage. The patient was treated in the ER with IV insulin and fluids and was discharged after approximately 10 hours once glucose levels stabilized. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bent cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.